Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during manual prime process. The customer's blood glucose was 51 mg/dl which was treated with food. The customer stated that the insulin pump was dropped. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.